Manufacturer narrative:
Reported event: detached metal seen within sheath near device handle. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of five devices used during the same procedure. Manufacturer report #s 3005099803-2012-00302, 3005099803-2012-00303, 3005099803-2012-00305, and 3005099803-2012-00306 address the other devices. It was reported to boston scientific corporation that five captiflex micro oval snares were used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, the same failure occurred with all five devices: a portion of detached metal was visible within the sheath near the handle. This detachment prevented the snares from extending and retracting when the handles were actuated; therefore, the procedure was completed with a sixth captiflex micro oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.